Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024. Product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient wanted to move forward but physician was unsure if he had adequate time with correct lead placement. Undecided as of now if the trial was successful. No symptoms were reported from the lead migration.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6) , ubd: 22-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a trial patient who was using an external neurostimulator (ens). Trial lead migration was reported. Cause was unknown. Reprogrammed. Issue resolved.